Event description:
This report summarizes 37 malfunction events in which the device reportedly overheated. - 33 events had no patient involvement; no patient impact. - 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 37 previously reported events are included in this follow-up record. Product return status 25 devices were received. 12 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 37 events were reported for this quarter. Product return status: 11 devices were received. 4 devices were not available for evaluation. 22 device investigation types have not yet been determined. 37 devices were not labeled for single-use. 37 devices were not reprocessed or reused.

Event description:
This report summarizes 37 malfunction events in which the device reportedly overheated. 35 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.